Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the rad-8 unit will not run on battery. When ac power is disconnected the unit shuts off. There were no consequences or impact to patient reported.

Manufacturer narrative:
This follow-up MDR is in response to an FDA request and is being submitted to update g8 manufacturing report number for report number 2031172-2016-00078. G8 manufacturing report number was 2031172-2016-00078; is 2031172-2016-00105.

Event description:
It was reported that the rad-8 unit will not run on battery. When ac power is disconnected the unit shuts off. There were no consequences or impact to patient reported.

Manufacturer narrative:
Corrected data (g9) for follow-up #: 001: updated manufacturer report number from "2031172-2016-00078".

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for eight (8) months with no previous reported issues prior to this reported event.